Event description:
Additional information was received that one month after the allegation of dislodgment, a procedure was performed to revise the lead. The lead was fully explanted and replaced. Additionally, the chronic pulse generator was electively removed at this time. A new device and lead were implanted successfully with no additional adverse patient effects reported. The lead was discarded and will not be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after an elective system revision for an issue unrelated to this right ventricular lead, loss of capture due to increased pacing thresholds were noted . It was confirmed via an x-ray that the root cause of the issue was lead dislodgement. A lead revision was scheduled for the near future, however has not yet taken place at this time. No adverse patient effects were reported.